Event description:
A patient was admitted to the hospital after being ill for ten days. She was diagnosed with appendicitis with an abcess and peritonitis. She had a resection of the small intestine initially and then a further operation to insert a double barrel ostomy. The patient had a fistula from the anal end of the small intestine prior to v.a.c. Therapy being initiated. V.a.c. Therapy was then initiated on her abdominal wound. After the wound was treated with v.a.c. Therapy for fourteen days, a fistula was reportedly discovered in the oral part of the small intestine in the middle of the wound. Additional information indicates that the patient's current condition is good. She has a normal serum albumin and is eating normally. Her ostomy is functioning well. V.a.c therapy is still being used on the patient with the same therapy unit reference in this report.